Manufacturer narrative:
H4: device manufactured on march 17, 2023- march 21, 2023. Additional information for b5: it was reported that two (2) large volume folfusors underinfused medication to the patient (previously reported as one). H10: one (1) device was received for evaluation containing approximately 164ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate was performed, and the results were found to be within the product specification range. Based on the functional flow test result, the folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The device had been attached for approximately 24 hours but only about 20% infused. The device had been filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.